Event description:
--

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) last month at the time of the last capacitor reformation. Currently the voltage is 2.55v and the charge time (CT) is 13.6 seconds. There was inquiry on why eri was declared. Technical services discussed possible causes and suggest a save to disk. The representative stated that the device was to be replaced and returned for analysis where this issue could then be further investigated. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.